Event description:
An insulin pump trainer called to report that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 900 mg/dl. It was also stated that the customer exposed the insulin pump to an MRI a year ago and the customer has been experiencing low blood glucose levels. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The insulin pump passed the prime test but failed the high pressure test. The customer was advised to discontinue using the insulin pump since it failed the high pressure test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.